Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly the packaging of the subject pacemaker was partially unsealed.

Event description:
Reportedly the packaging of the subject pacemaker was partially unsealed.

Manufacturer narrative:
H6 (methods) updated, the device and its packaging were returned for analysis.